Event description:
It was reported that a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was performed and a watchman flx laa closure device was implanted. A small pericardial effusion was noted later that evening, but it appeared stable. The patient was discharged. The patient was on eliquis 5mg twice a day and 81mg aspirin daily. The patient's international normalized ratio was 2.1. The patient later presented on (B)(6) 2020 with shortness of breath. An echocardiogram was performed and it was noted the pericardial effusion had increased in size. A pericardial tap was performed and the patient was reported to be stable.